Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that 2 pieces of the instrument will be returned for investigation. A cause for this specific event cannot be ascertained form the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the threaded end of the avenir extractor stripped during indicated use. It was also reported that the surgery was completed with another device and that there was no delay. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
No trend considering the following event is identified: damaged threads. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent.. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported that the threaded end of the avenir extractor stripped during normal indicated use. No medical data such as surgical notes or any other case-relevant documents received. Devices analysis visual examination: only two of the three parts were returned for an investigation. The damaged part was retained by the hospital. As the lot is marked on this part, it remains unknown. No other conspicuousness visible apart from usual signs of usage. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance => possible, as the two-piece design might have contributed to the issue. Therefore a design change has already been initiated. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient => possible, as the threads are manufactured from material 1.4435 which cannot be hardened. Therefore a design change has already been initiated - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the manufacturing date remains unknown, a deterioration due to repeated use cannot be excluded. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use not possible -> the returned parts of the instrument do not show any signs of an off-label use. Conclusion summary the damaged part of the instrument has not been returned for an investigation, therefore the complaint cannot be confirmed. However, similar events have been reported, issue evaluation has been initiated. Root cause conclusion: based on the cause-effect/ fishbone analysis and a comparison of 2 similar instruments (01.00109.801 and 01.06808.300), the most likely root cause for the failures of device 01.06808.300 is ¿design¿, especially: - the material 1.4435 (thread manufactured from austenitic and not martensitic stainless steel as e.g. 1.4021.) Material 1.4435 cannot be hardened while 1.4021 can be hardened, thus providing an increased resistance against wear. - the 2 piece design (additional interface and welding) although the design meets the specified requirement, design changes are expected to decrease the complaint rate for the breakage/deformation of the thread. As a corrective action, a design change has been initiated: align the design of extractor to 01.06808.300 to the design of the extractor 01.00109.801 with lower complaint rate: ¿ one piece design ¿ material change of thread from 1.4435 to 1.4021 (complete device manufactured from the same hardened martensitic stainless steel material). Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).